Event description:
Initial result for a pt calcium was 7.0 mg/dl. When repeated, the result was 9.4 mg/dl. The incorrect result was not reported. The field service representative found the probe was damaged and repaired the instrument.